Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation found that the acoustic lens was damaged, (peeled), which was most likely due to physical stress (physical load) by dropping and/or knocking the affected part to a hard surface/object). However, based on the information obtained from the investigation result, a root cause and occurrence cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the acoustic lens was peeled (damage level; expose the glue-layer). There were no reports of patient involvement.